Manufacturer narrative:
The glide-scope avl monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned avl monitor and could not reproduce the reported intermittent image issue. The unit functioned as intended. The glide-scope avl monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glide-scope avl monitor, the image would fade in and out. The customer's biomed narrowed the issue to the monitor as swapping cables, and moving them around did not fix the issue. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.